Event description:
It was reported that patient was unable to communicate but was in pain and had shocking and/or jolting sensation that started approximately six minutes before report. It was stated that the patient was 'hitting his chest and his head wanting the stimulator turned off.' The caller stated that the patient acted like he was getting shocked and was in pain, 'like his brain was getting shocked.' Reportedly, the caller asked how to turn off the stimulation, the caller was instructed how to turn off the stimulation but it was stressed that was a medical decision. The patient was redirected to their healthcare provider (hcp). It was later reported on (B)(6) 2013 that the patient's stimulation was indeed turned off. The caller stated that the patient continued to tap his chest despite the stimulator being turned off. Reportedly, the caller was waiting for a call back from the hcp and would possibly go to the emergency room soon if the patient continued to show signs of discomfort. Additional information was requested, and if received, a supplemental report will be filed.

Event description:
Additional information was received from the physician that reported stimulation was turned back on at a low voltage. No adverse effects were reported and all impedances were within normal limits. There was no hospitalization and no patient injury reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 748266, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748266, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3387-40, lot# j0437527v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot# j0444274v, implanted: (B)(6) 2005, product type lead. (B)(4).